Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 425 mg/dl at the time of incident. The customer¿s current blood glucose value was 247 mg/dl. The customer mentioned other blood glucose of 40 mg/dl and 63 mg/dl. The customer not experienced symptoms due to high blood glucose. The customer treated high blood glucose with manual injection and bolus. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does not allege pump was under delivering. The insulin pump alarmed no reservoir during displacement test and insulin flow block alarm during high pressure test. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The supplemental report had the incorrect aware date. The correct aware date is 13-mar-2019.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the auto mode feature was active on insulin pump at the time of event.